Manufacturer narrative:
Visual analysis of the returned device identified broken shell and brown particles. Weight measurement of the device identified device was underweight. A microscopic analysis was performed which identified a sharp edge opening assessed as unidentified (tear) opening. A dimensional measurement in the shell was performed which identified the thickness within specification. Based on the device analysis the final assessment was a sharp edge opening on posterior due to an unidentified (tear) opening.

Event description:
Physician reports rupture with siliconoma and an inflammatory capsulitis. Device has been explanted. This record relates to the left side

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of inflammation/irritation is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation was rupture, silicone migration, siliconoma, an inflammatory capsulitis. These are known potential adverse events addressed in the product labeling.

Event description:
Physician reports rupture with siliconoma and an inflammatory capsulitis. Device has been explanted. This record relates to the left side